Manufacturer narrative:
Analysis: gross visual examination shows that the central regurgitation was due to a large tear in the right cusp that is associated with mineralization. This particular pattern of mineralization is typically secondary to endocarditis. A large intracuspal hematoma is present in the non-coronary cusp. Remnants of pannus remain attached on the inflow and outflow. Radiography shows light to moderate mineralization in all cusps. Conclusion: analysis shows that the patient condition contributed to the device degradation. There were no reported complications to the patient.

Event description:
Information received indicates the valve was replaced due to regurgitation, cuspal tears, cuspal stiffening, pannus, and thrombus. No further complications were reported.